Manufacturer narrative:
Manufacturer's investigation conclusion: additional information provided by the account indicated that the pump stops in the year 2020 was referring to low speed events previously captured on (B)(6) 2020 under MFR # 2916596-2020-01633. Thrombus was not confirmed under MFR # 2916596-2020-01633, and the cause of the low speed events was not conclusively determined. Refer to MFR # 2916596-2020-01633 regarding low speed events on (B)(6) 2020. The low speed events resolved, and thrombus was suspected as a cause; however, no evidence of thrombus was discovered. Although the cause of the low speed events was not determined at that time, the patient was sent home on an ungrounded patient cable. The patient underwent a pump exchange from (B)(6) on (B)(6) 2021 for suspected driveline damage (refer to manufacturer report number 2916596-2021-02176 regarding this event); (B)(6) was not returned for evaluation. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Heartmate ii lvas patient handbook, rev. C, is also currently available. Section 5 ¿alarms and troubleshooting¿ outlines all system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 03jun2013. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had pump stops in 2020 that resolved. The event date has been estimated.